Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). A follow up will be conducted to provide the legal plaintiff information for the initial reporter once the details are provided. (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had metal on metal revision. Plastic liner and new head were implanted. No further information available. After review of the medical records the patient was revised to address failed right hip replacement with adverse metal reaction and placement of antibiotic beads. Revision note indicated that there was small murky fluid collection around the hip and some trunnion corrosion. There was no impingement noted. Laboratory findings showed elevated chromium and cobalt level. The unknown liner and head in the impacted product were updated and added the stem to capture the reported corrosion and elevated metal ions. Doi: unknown. Dor: (B)(6) 2019; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Ppf alleges abductor muscle repair, metallosis, and pseudotumor. Patient complains mild discomfort. Head and liner were removed. Pfs alleges that patient experienced numbness in lower legs and feet due to metallosis, cannot lift feet when walking.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a4, b5, b7, d6a and h6 (clinical codes). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient alleged that a particulate debris from pinnacle devices caused severe inflammation, severe pain, tissue and bone loss and other related diseases, and elevated metal ion. The known friction wear was believed to have caused amounts of toxic cobalt-chromium metal debris to be released into patient's tissue surrounding the implants. MRI had findings of adverse local tissue reaction. Patient alleged physical, mental, and emotional injuries. Patient experienced and will experience limited to partial or complete loss of mobility, loss of range of motion, mental anguish, and diminished enjoyment of life.doi: jan 4, 2006dor: nov 19, 2019(right hip)

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, g2, h6 (clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: e1, e2, e3. E3 initial reporter occupation: lawyer.